Event description:
It was reported by service report that the height adjustment racks were bent and the foot end lift handles were bent and worn. No pt involvement of adverse consequences were reported.

Manufacturer narrative:
Height adjustment rack.